Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention; permanent damage. Device issue: dislodged stent. It was reported that the device would not cross the lesion and upon retraction the stent dislodged. Another vision was used to compress the stent into the vessel wall. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation- stent dislodgement inside the body can be affected by numerous factors including, extreme tortuosity or lesion resistance, interaction of the stent with accessory device, excessive force needed to retract undeployed stent into guiding catheter, or improper or inadequate crimping at the time of manufacturing. Possibly, the stent may have become disrupted on the balloon and dislodged during retraction of the sds which may have interacted with the tip of the guiding catheter; however, the ultimate root cause is unknown. The patient effect of device embedded in vessel or plaque is a recognized likely patient effect associated with stent dislodgement in-vivo and was addressed in the device's risk assessment.